Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(4), UDI: (B)(4),batch: (B)(4).

Event description:
It was reported that the patient was experiencing ineffective therapy after a fall. High impedances on one lead were noted. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-03390. Additional information received indicates that both leads ere explanted and replaced successfully.